Event description:
The reporter answered the call to make complain regarding dexcom g7 sensors. The reporter mentioned three sensors failed. She used the sensors and found out the needles went missing, later her nurse discovered the needles in her arm, due to which she faced bruises and infection. Also, after 15 minutes the device flashed " sensor failed" message. The catalog and lot numbers are same for all three sensors. Reference reports: mw5170403 and mw5170404.